Event description:
Patient was receiving blood via autosyringe. Syringe alarmed indicating infusion complete, when 30cc's remained in syringe. Therefore, only 20 cc's of the blood infused over the four hour period. Blood had to be disposed of. The device was examined in clinical engineering where it met manufacturer's specificationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. Invalid data - on device destroyed/disposed of status.